Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient experienced overstimulation from the leads and the implantable pulse generator (ipg) was non-functional. All components were explanted and will not be returned per hospital policy.